Event description:
I had the allergan lapband placed in 2003 and was not made aware of the major complications that could arise over time with the device. Since placement in have been in pain daily, suffered severe gerd, my esophagus is dilated, my stomach is stretched so thin it can not be repaired until later date. I am having immediate surgery in 3 days to have it removed as it has become life threatening due to estrangulation of the stomach tissue at the band site. This device should be banned. My complications are due to the device slipping out from its surgical placement site.